Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The common compute controller (ccc) was replaced. The system was tested and verified as ready for use.

Event description:
It was reported that during a training/demo of the da vinci system, the system gave communication error 319 indicating the common compute controller (ccc). There was no report of patient involvement.